Event description:
It was reported that the device's plunger is moving freely. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No error which related to customer reported problem was found in event history log. Plunger assembly was found loose and not stable. Both of the carriage screws were found to be broken. Visual inspection confirmed the reported problem. The root cause of the reported issue could not be determined with the provided information. Actions were taken to mitigate the reported issue: replaced carriage and plunger tube.